Event description:
It was reported that the patient underwent total knee arthroplasty on an unknown date and received a vanguard knee. Subsequently, the patient experienced an allergic reaction. It is unknown if the implants caused the reaction. No revision has been reported.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.